Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2014), breast fibrocystic change, gravida, endometrial ablation, abortion, difficulty breathing, dizzy, feelings of weakness, dyspnea, dysfunctional uterine hemorrhage, flank pain, hematuria, dysuria, ache wrists, uterine fibroid, cramp in lower abdomen, vaginal pain and adenomyosis. Previously administered products included for an unreported indication: acetami and ortho-tri-cyclen lo. Past adverse reactions to the above products included pregnancy with ortho-tri-cyclen lo. Concurrent conditions included overweight, photophobia, ophthalmic migraine, myalgia, painful rash, pruritus, vertigo, photopsia, scotoma, vomiting and neck pain. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 for contraception as well as diphenhydramine citrate;ibuprofen (motrin pm), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;norgestimate (ortho-tri-cyclen lo) since 2012, naproxen, ondansetron (ondasetron), sumatriptan, tramadol since (B)(6) 2017 and vitamin d nos (vitamin d). In 2015, the patient experienced seizure ("seizures"), migraine ("migraine"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy / reaction to nickel") with dermatitis allergic. In (B)(6) 2015, the patient experienced menstrual disorder ("abnormal menstruation issues"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia") and urinary tract infection ("urinary problem: uti") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometriosis ("endometriosis"), frustration tolerance decreased ("frustration from pain"), cystitis ("bladder problem - bladder infection"), dysmenorrhoea ("dysmenorrhea"), adenomyosis ("adenomyosis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("severe daily abdominal pain"), depression ("depression"), anxiety ("mental anguish"), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain") and hypersensitivity ("allergic reaction") and was found to have fibroma ("fibroid tumor"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy, salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal discharge had resolved and the endometriosis, seizure, menstrual disorder, dyspareunia, weight increased, frustration tolerance decreased, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, fibroma, adenomyosis, fatigue, alopecia, abdominal pain, allergy to metals, depression, anxiety, vulvovaginal pain and back pain outcome was unknown. The reporter provided no causality assessment for anxiety and depression with essure. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibroma, frustration tolerance decreased, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: on the right side, 2 coils were noted within the endometrial cavity. On the left side, 2 coils were noted within the endometrial cavity. She did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fibroma, migraines,, pelvic pain, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (on (B)(6) 2001, on (B)(6) 2004, on (B)(6) 2014), breast fibrocystic change, gravida, endometrial ablation, abortion, difficulty breathing, dizzy, feelings of weakness, dyspnea, dysfunctional uterine hemorrhage, flank pain, hematuria, dysuria, ache wrists, uterine fibroid, cramp in lower abdomen, vaginal pain and adenomyosis. Previously administered products included for an unreported indication: acetami and ortho-tri-cyclen lo. Past adverse reactions to the above products included pregnancy with ortho-tri-cyclen lo. Concurrent conditions included overweight, photophobia, ophthalmic migraine, myalgia, painful rash, pruritus, vertigo, photopsia, scotoma, vomiting and neck pain. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 for contraception as well as diphenhydramine citrate;ibuprofen (motrin pm), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;norgestimate (ortho-tri-cyclen lo) since 2012, naproxen, ondansetron (ondasetron), sumatriptan, tramadol since on (B)(6) 2017 and vitamin d nos (vitamin d). In 2015, the patient experienced seizure ("seizures"), migraine ("migraine"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy / reaction to nickel") with dermatitis allergic. On (B)(6) 2015, the patient experienced menstrual disorder ("abnormal menstruation issues"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia") and urinary tract infection ("urinary problem: uti") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometriosis ("endometriosis"), frustration tolerance decreased ("frustration from pain"), cystitis ("bladder problem bladder infection"), dysmenorrhoea ("dysmenorrhea"), adenomyosis ("adenomyosis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("severe daily abdominal pain"), depression ("depression"), anxiety ("mental anguish"), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain") and hypersensitivity ("allergic reaction") and was found to have fibroma ("fibroid tumor"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy, salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal discharge had resolved and the endometriosis, seizure, menstrual disorder, dyspareunia, weight increased, frustration tolerance decreased, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, fibroma, adenomyosis, fatigue, alopecia, abdominal pain, allergy to metals, depression, anxiety, vulvovaginal pain and back pain outcome was unknown. The reporter provided no causality assessment for anxiety and depression with essure. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibroma, frustration tolerance decreased, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on the right side, 2 coils were noted within the endometrial cavity. On the left side, 2 coils were noted within the endometrial cavity. She did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: results: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fibroma, migraines,, pelvic pain, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event "allergic reaction" added. Outcome for pain, bleeding, bladder disorder, urinary tract disorder, vaginal discharge were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6)), breast fibrocystic change, gravida, endometrial ablation, abortion, difficulty breathing, dizzy, feelings of weakness, dyspnea, dysfunctional uterine hemorrhage, flank pain, hematuria, dysuria, ache wrists, uterine fibroid, cramp in lower abdomen, vaginal pain and adenomyosis. Previously administered products included for an unreported indication: acetami and ortho-tri-cyclen lo. Past adverse reactions to the above products included pregnancy with ortho-tri-cyclen lo. Concurrent conditions included overweight, photophobia, ophthalmic migraine, myalgia, painful rash, pruritus, vertigo, photopsia, scotoma, vomiting and neck pain. Concomitant products included medroxyprogesterone acetate (depo provera) since 2012 for contraception as well as diphenhydramine citrate; ibuprofen (motrin pm), ethinylestradiol; ferrous fumarate; norethisterone acetate (loestrin fe), ethinylestradiol; norgestimate (ortho-tri-cyclen lo) since 2012, naproxen, ondansetron (ondasetron), sumatriptan, tramadol since (B)(6) 2017 and vitamin d nos (vitamin d). In 2015, the patient experienced seizure ("seizures"), migraine ("migraine"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy / reaction to nickel") with dermatitis allergic. In (B)(6) 2015, the patient experienced menstrual disorder ("abnormal menstruation issues"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia") and urinary tract disorder ("urinary disorder") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometriosis ("endometriosis"), frustration tolerance decreased ("frustration from pain"), bladder disorder ("bladder disorder"), dysmenorrhoea ("dysmenorrhea"), adenomyosis ("adenomyosis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("severe daily abdominal pain"), depression ("depression"), anxiety ("mental anguish"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain") and was found to have fibroma ("fibroid tumor"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy, salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the endometriosis, seizure, menstrual disorder, dyspareunia, weight increased, vaginal haemorrhage, menorrhagia, frustration tolerance decreased, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fibroma, adenomyosis, vaginal discharge, fatigue, alopecia, abdominal pain, allergy to metals, depression, anxiety, vulvovaginal pain and back pain outcome was unknown. The reporter provided no causality assessment for anxiety and depression with essure. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibroma, frustration tolerance decreased, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on the right side, 2 coils were noted within the endometrial cavity. On the left side, 2 coils were noted within the endometrial cavity. She did not claim that essure worsened a previously existing injury/ condition. She denied any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results: (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fibroma, migraines, pelvic pain, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-may-2020: pfs received - case become incident. Outcome of pain updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.